Manufacturer narrative:
Section e4 correction. Manufacturer's investigation conclusion: the reported event of an inability to connect the white power cable to the battery clips or power module was unable to be confirmed; however, log file analysis confirmed atypical power cable disconnect and low voltage advisory alarms on the white power cable while connected to the mobile power unit (mpu), power module, and 14v batteries. These atypical alarms were not reproduced during testing. A review of the downloaded event log file contained relevant data spanning 3 days (on (B)(6) 2024 per the timestamps). The log file captured intermittent power cable disconnect and low voltage advisory alarms that were not associated with power source exchanges or routine battery depletion due to the relative state of charge (rsoc) voltage on the white power cable dropping. The atypical alarms occurred while connected to the mpu, power module, and 14v batteries. The alarms resolved each time due to the voltage returning to the appropriate level. The driveline was disconnected at 19:28:31 on (B)(6) 2024 to exchange the system controller, and the controller was powered off at 19:30:12 on (B)(6) 2024. The driveline was not reconnected to the controller. The controller was briefly powered on and operated in charge mode on (B)(6) 2024. The pump maintained speed within the expected range throughout the log file while the driveline was connected. The returned system controller was functionally tested and found to operate as intended during analysis. The controller was connected to battery clips and the power module multiple times during testing without issue. The controller operated a mock circulatory loop while connected to the power module and while connected to battery clips without any issues or atypical alarms produced, including when the power cables were manipulated by hand. A root cause for the reported event could not be conclusively determined through this investigation. Incidental findings: no external power. The device history records were reviewed for the heartmate 3 system controller (serial number: (B)(6) and found to have passed all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly exchange between all power sources. Additionally, this section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A4: patient weight not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the white lead on the system controller would not connect to battery clips, or the power module. The system controller was exchanged which resolved the issue. No visual signs of bent pins were noted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a connection issue between the white power cable and power sources was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis. Multiple good faith efforts were sent to retrieve additional information such as log files or if the device would return; to date, no response has been received. A root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed for the heartmate 3 system controller (serial number: (B)(6) and found to have passed all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. The IFU and patient handbook state in the ¿guideline for power cable connectors¿ section to ¿line up the half circles inside the connectors¿ gently bring the connectors together, turning them slightly to make the connection, if needed¿ never twist connectors or pull them apart at an angle.¿ heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly exchange between all power sources. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.